Manufacturer narrative:
B3-date of event is estimated. A4: patient weight is unknown during processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported following an unrelated procedure where ipg was not placed in surgery mode and later the pc displayed the message "generator is not responding ". Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received no surgical intervention is planned as of now and ipg is not functioning.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.